Manufacturer narrative:
Mckesson medical surgical is the assembler of the ancillary convenience kit to support the u.s. Government's covid-19 vaccination program. We previously reported this event to both (B)(4) but recognize due to a retrospective review that this event should have also been reported as an MDR to FDA. As part of our continuous improvement goals we are providing this MDR for review.

Event description:
Caller reported that the needle was not securely attached and some of the diluent leaked around the needle instead of going into the vial. No information was received regarding any serious injury as a result of this product report. This report was initially sent to pfizer and pfizer communicated to mckesson. No specific component information was provided.